Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned and analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that the patient's chronic right atrial (ra) lead was fractured with an undefined pacing lead impedance. The lead was cut and capped. The cut portion was explanted and replaced. No patient complications have been reported as a result of this event.